Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) - no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the right ventricular (rv) lead dislodged and was explanted and replaced.

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use because sensing functions were intact and "patient does not atrially pace often." Physician electively replaced device as it was nearing elective replacement indicator and patient had complete av (atrioventricular) block. No patient complications were reported as a result of this event. Later reported by mother that at each device check, the battery showed as depleting. She also reported "it was medtronic's malfunctioning lead" that was an issue.

Event description:
It was reported the ventricular lead impedance dropped from 540 to 360 ohms, but had been steady at 360 ohms. Lead thresholds on both the atrial and ventricular leads had been over 2.5v. The ventricular lead was capped and replaced with a competitor lead. The atrial lead remains in use because sensing functions were intact and "patient does not atrially pace often." No patient complications were reported as a result of this event.